Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after loading a cartridge onto the pump. Reportedly, the cartridge was loaded with somewhere between 100 and 150 units. The customer's blood glucose level was 187 mg/dl. Reportedly, the customer was able to load a new cartridge successfully.